Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that post procedure of a water vapor therapy procedure, the wife of a patient reported the patient experienced dysuria. The patient was treated with a catheter and the issue has been resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that post procedure of a water vapor therapy procedure, the wife of a patient reported the patient experienced dysuria. The patient was treated with a catheter and the issue has been resolved.